Event description:
Baxter el salvador reports that a nurse from "hosp rosales" reported that a pt "ejb", 61 yrs old, needed to replace the transfer set because the occluder feet are broken, and leaks can be observed when the minicap is removed. The reported transfer set was placed on 3/22/2006. Nurse stated that the hosp has switched to chlorhexide instead of yodo providone for cleaning solution, but incidents still continue. There is no pt injury or medical intervention associated with this incident.